Event description:
I was using amo complete moisture plus contact solution and developed an infection in both of my eyes. At first, I thought it was pink eye or just a small infection so I took my contacts out and began to wear glasses till my bloodshot red eyes cleared. Two weeks later, my eyes were looking better so I decided to wear my contact again. The contacts were stored in the amo product for the two weeks that I wore my glasses. Immediately after putting my contacts back in, my eyes began to water and became red. Later, I had to take them out while at dinner, because of the mucus impairing my vision and making my eyes goopy.